Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, (reported as ¿found some other sickness within¿ the abdomen) which was manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized for the event. Treatment was not reported. On an unreported date pd therapy was discontinued and hemodialysis was started. At the time of this report the patient remained hospitalized and the outcome was not reported. No additional information is available.